Manufacturer narrative:
The patient weight was requested but was not provided. The referenced gastrointestinal bleeds were reported under MFR report number 2916596-2017-01207 and MFR report number 2916596-2017-02296. The referenced previous pump exchanges were addressed under MFR report number 2916596-2017-01207 and MFR report number 2916596-2017-01943. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 7 months, 3 days. The patient remains on lvad support. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital with sudden elevations of lactate dehydrogenase (ldh) of 1006 u/l (baseline ldh readings was 400 u/l). The patient had history of recurrent gastrointestinal (gi) bleedings and 2 previous pump exchanges due to thrombosis. The patient had a lower international normalized ratio (inr) goal of 1.5-2.0 due to bleeds, and was treated with heparin and integrilin. The patient¿s ldh level dropped to 500u/l and the patient was discharged home. The manufacturer¿s technical services representative reviewed the submitted logs and observed transient power elevations. There were no other unusual events seen within the log file.